Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 429 mg/dl. Current blood glucose level was 120 mg/dl. Customer was suing insulin pump within 48 hours of reported high blood glucose event. Insulin pump used on manual mode. Customer was assisted with troubleshooting. Customer treated high blood glucose with manual injection and insulin pen. Insulin pump will not be returned for analysis.